Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger/slider was blocked, jammed and was moving heavy on the battery handpiece device. It was further determined that the device failed pretest for check proper function of the triggers, check function of all modes and check response of on/off trigger. It was noted in the service order that the device had an undetermined malfunction while in use with the lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.